Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomed that he opened the device to perform an internal visual inspection where he observed that the device's therapy connector assembly had become disconnected from the therapy pcb assembly. The biomed then reconnected the therapy connector to the therapy pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that a patient was connected during a recent event. The customer advised that the device users tried detecting the patient via a hard paddles assembly and therapy cable assembly but neither would detect that the patient was connected. As a result, the patient's heart rhythm was not obtainable through paddles lead ECG and therapy would not be possible. A backup device was available and used to continue patient care. There were no known adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.